Manufacturer narrative:
Date rec'd by MFR: 12jul2019. The manufacturer¿s field service engineer (fse) confirmed the reported system turns off by itself issue. The manufacturer¿s field service engineer (fse) tried to replicate the fault but the machine worked fine in medical electronics. The manufacturer¿s field service engineer (fse) has not been able to replicate the issue and so it¿s gone back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09 jul 2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported the system turns off by itself. There was no patient involvement.